Manufacturer narrative:
Continued h.6: f2203, f2203. The reported events of "capsular contracture, baker grade unknown" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, rupture, and seroma-late.

Event description:
Patient representative reported right capsular contracture unknown, rupture, peri-implant liquid, rotation, pain, discomfort, and 'metaplasia'. Patient unresponsive to analgesics. Device has been explanted and replaced.